Event description:
It was reported that during a procedure the fiber broke causing a burnt in the physician hand. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber body was broken in two pieces. In addition, microscope inspection found that the fiber tip had a large burn area. The reported event against fiber break was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Additionally, the fiber tip had signs of usage and a burn area which was likely caused by the laser energy stopping in that one area. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A review of the risk documents confirmed that the reported complication of a burn from the device is known and anticipated in nature and severity. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber broke causing a burnt in physician hand. The procedure was completed with another of same device. There were no patient complications.